Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal. Additional: d10, h3, and h6.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net. Upon review of the transmission, it was noted that the right ventricular - rv lead exhibited atrial oversensing and loss of capture. An x-ray was performed and the rv lead was found to be dislodged. During the procedure, the physician could not extend the lead helix. The rv lead was explanted and replaced. The patient stable condition before, during, and after the procedure.